Event description:
It was reported that the customer got stuck in the rain and received a button error on the insulin pump. Customer was able to get the pump to work after a while but received an error message again today. Customer's blood glucose was 33 mmol/l. Customer treated with a manual injection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm noted. No moisture damage on the electronics or the motor noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.